Event description:
The patella post drill seized in the drill guide. There was no impact on the pt. There was no delay in the surgical procedure. It was reported that the pt was doing well after the surgical procedure.